Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support post cardiac surgery. During support, the pump was inadvertently pulled back into the patient's aorta. An echo was performed and it showed that the patient had ejection fraction of about 45%. Decision was made by the medical team to remove impella one day earlier than planned.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Per the clinical information provided, the cause of the positioning issue was use related due to improper technique because impella was accidentally pulled back into the aorta.